Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 and a17 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 426 mg/dl at the time of incident. The customer also reported other blood glucose values such as 480 mg/dl. The customer treated for high blood glucose with 9 units delivery. The customer reported that the insulin pump had multiple pump error. The customer was assisted with troubleshooting and reported that they were able to clear and rewind the insulin pump. The customer was reported that the unexpected restart was occurred shortly after inserting a new battery. The customer was also advised that the insulin pump will be replaced and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.